Event description:
General report received of approximately 10-11 undocumented incidents of "burst" or "split" tubing during power injections of contrast. These events have reportedly occurred over the last six months. The patients had peripheral upper extremity IV accesses, and the injector was connected to the clave sites proximal to the patient. Warmed omnipaque contrast was injected with a medrad power injector at 2-4ml/sec. The total amount to be injected was 150ml. After the patients received approximately 70ml, the tubing split or burst. An unspecified number of patients were "sprayed" with contrast, but there were no reported skin reactions. The customer reported that there has been bleed back on an unspecified number of the patients, but there has never been more then 5ml of blood loss. The customer also reported an unspecified number of infiltrates at the IV sites post power injection. In addition, there was one clave related incident, in which the clear silicone center was "blown" out after power injection. The exact tubing set was not identified, but the customer reported that it might be this set. There were no reported adverse patient effects. Though requested no further information or specific details were received.